Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to unavailable sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the connection issue was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up call for a related report, the caregiver (cg) stated he and the home patient (hp) noticed a problem with a connection between the bag and the cassette. The cg stated they were using the luer lock connections. The cg stated they discarded the sample and did not know the lot number for the cassette or bags. The cg stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.